Manufacturer narrative:
Due to character limit in block e1 event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon ruptured. When in standby, the patient became confused, diaphoretic, vomiting, and hypotensive. Required maximum dose of norepinephrine. Patient was upgraded to impella. Patient remains in ICU on impella and crrt.

Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions),h11 corrected field: h6(health effect ¿ clinical code, health effect ¿impact code) the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The sheath was not a maquet product. The extracorporeal tubing and sensor cable was cut from the iab. The extracorporeal tubing was not returned. No blood was observed inside the iab catheter. The extender and pressure tubing were also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extender and pressure tubing was performed and no leaks were detected. Due to the returned condition of the iab a laboratory pump test was unable to be performed. The returned iab was leak tested and no leaks were found. However we were unable to conclusively determine the presence of leaks on the iab due to the returned condition of the iab as we were unable to fully evaluate the iab. The reported failure cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID#(B)(4).